Event description:
Information received indicates the pump continues to run after the food is gone. This was found during testing.

Manufacturer narrative:
All alarms performed according to specifications. Several tests were run with water and several different disposable sets. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.